Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it measuring lower than set peep (positive end expiratory pressure), providing low fio2 (fraction of inspired oxygen) readings, and displaying the patient circuit disconnect alarm was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings and measured lower peep (positive end expiratory pressure) than set. Additionally, the asp observed that the device was displaying the patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.